Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs systems. The scs lead (occipital [off-label]) related to this issue is being reported. It was reported, the pt is experiencing facial sagging and arm tingling. Follow-up identified the pt went to the hospital regarding the issues and there it was determined there were no issues with the pt. Pt has a history of seizures prior to implantation.